Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of a patient that had an indeterminate endoleak (possible type 1b), and a late type 2 following the initial procedure performed on (B)(6) 2015. Patient also had an aneurysm that grew over the last two (2) years. Physician performed a secondary procedure on (B)(6) 2018 to repair the 1b endoleak using bilateral ovation limb extensions. No further information was provided.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. Clinical was able to confirm the reported type ib endoleak on the lcia (left common iliac artery) and the secondary endovascular procedure done on (B)(6) 2018. However, due to lack of additional medical images, the sac growth was not able to be confirmed. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the distal left loss of seal, procedure related harms and the final patient disposition could not be determined due to the lack of medical information surrounding the initial implant procedure and the secondary endovascular procedure. To date there has been no reports of further negative patient sequelae. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. Correction: suspect medical device (operator of device)-change to health professional.